Manufacturer narrative:
Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The site reported power switching, the controller was exchanged. There was no consequence or effect on the patient, no further information is available at this time. The investigation is ongoing.

Manufacturer narrative:
Patient expired: (B)(6) 2015 of mof and rhf, there will be no autopsy. Log file analysis: a review of the controller log files associated with the event captured, showed an increase in power consumption. Waveforms indicate a slight rise in power consumption of approximately 0.5w starting on (B)(6) 2015. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a slight rise in power consumption. Analysis of the explanted pump by the site revealed the presence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive clinical root cause cannot be determined, clinical status, comorbidities such as atrial fibrillation and right heart failure are known conditions to contribute to thrombus, and pharmacological factors are possible contributing factors. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.